Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed."

Event description:
Further follow up with the healthcare professional revealed that the packaged needle was not used for the injection.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra xc, healthcare professional had the "needle pop off." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used for the injection.